Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the sf101 error message and the device failure to complete its internal self-test were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement and failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.